Manufacturer narrative:
Investigation included complaint handling and user follow-up. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that glucose levels normalized after site change and continued therapy. It was concluded that no device malfunction was confirmed and the event was attributable to an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced high blood glucose of 516 mg/dl after a supply change and requested assistance with infusion site management on the ilet system; the user elected to change the infusion site only, insulin delivery resumed, and subsequent guidance was provided on alternative infusion set placement. Symptoms included hyperglycemia with a reported sensor value of 219 mg/dl rising, which later returned to 127 mg/dl. Outcomes included the need for user education and troubleshooting, without medical intervention or hospitalization.